Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a connection issue between the heater line and the heater bag. During peritoneal dialysis (pd) therapy, the heater line disconnected form the heater bag. The renal therapy services (rts) assisted the patient with ending therapy and advised to inform the nurse regarding the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.